Manufacturer narrative:
The device and photographs were received for evaluation. Visual inspection of the provided photos showed a leak; however, the cause of the leak could not be confirmed. The reported condition was verified. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed during a priming test and no leak or air was identified. No crack was detected on the three pod membranes and connections. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.